Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon indicated that the posterior tibial cortex was most likely compromised and that the porous coating oversizing more than likely attributed to the fracture. Surgeon initially attempted to plate the fracture using a synthes plate in hopes of preserving the oxford components, but ultimately a revision was required. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4) d10: item name# oxf uni cmntls tib sz a rm; item number# 166846; lot number# 66935822. Item name# oxf twin peg cmntls fmrl sm; item number# 161473; lot number# 67115574. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to knee revision surgery due to unknown reason. No further information has been provided. Attempts have been made, and all additional information received has been included in this report.